Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 3 of 6 reports linked to mfg report numbers: 3004608878-2022-00082, 3004608878-2022-00083, 3004608878-2022-00085, 3004608878-2022-00086, 3004608878-2022-00087. A facility reported that they were having issues with their new mayfield 2000 skull clamps (a2000) slipping during surgery even though they are locked. Additionally, they stated that there is a mechanism (customer describe as "washers") that loosens over time, and the locking mechanism does not function properly. There was no patient injury or surgical delay.

Manufacturer narrative:
The mayfield 2000 skull clamp (a2000) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis the investigation of the returned device showed that the reported complaint was confirmed from the evaluation. Unit received with the lock still able to move after the unit is locked down, the hex bushing was worn and needed to be replaced. Additionally, the adjustment and lock rings on the clamp had been loosened and required readjustment to specification. All worn components replaced with new parts, adjustment and lock rings readjusted. General maintenance performed. Root cause - complaint confirmed via inspection of the unit. Unit received with the lock still able to move after the unit is locked down, the hex bushing was worn and needed to be replaced. Additionally, the adjustment and lock rings on the clamp had been loosened and required readjustment to specification, probable root cause includes improper adjustment/loosening of the rings. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.